Event description:
It was reported that under infusion was experienced in small volume folfusor. The reported condition was occurred during infusion of fluorouracil 3180mg in sodium chloride 0.9% to 116ml solution (non-baxter product). A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation; therefore, a device analysis could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.